Event description:
It was reported that on (B)(6) 2018 the patient underwent an umbilical hernia repair with implant o the bard ventralex hernia patch. As reported the patient developed a rash shortly after implant of the mesh. The rash is described as presenting systemically on her extremities, neck and trunk area. The patient has been using prescription cream on the rash which helps but does not clear the rash. The patient is currently seeking treatment from an allergist and has a known sensitivity to a compound called thimerosal. It is not known if the mesh is causing the rash but it cannot be ruled out at this time. Addendum: skin patch testing had a negative result. Patient did not show a reaction to the mesh. As reported the patient's doctor does not believe the mesh to be the cause of her symptoms. The patient will continue to seek treatment from her dermatologist.

Manufacturer narrative:
Based on the information currently available we are unable to determine a correlation between the patient's reported rash and the bard ventralex mesh. Additional information has been requested. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document the results of reactivity testing performed on the patient. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. As reported the patient's doctor does not believe the mesh to be the cause of her symptoms. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative condition does not appear to be caused by the bard/davol mesh used to treat the patient. Updated fields: b4, b5, g4, g7, g2, h2, h6, h10. H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : remains implanted.

Manufacturer narrative:
Based on the information currently available we are unable to determine a correlation between the patient's reported rash and the bard ventralex mesh. Additional information has been requested. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that on (B)(6) 2018 the patient underwent an umbilical hernia repair with implant o the bard ventralex hernia patch. As reported the patient developed a rash shortly after implant of the mesh. The rash is described as presenting systemically on her extremities, neck and trunk area. The patient has been using prescription cream on the rash which helps but does not clear the rash. The patient is currently seeking treatment from an allergist and has a known sensitivity to a compound called thimerosal. It is not known if the mesh is causing the rash but it cannot be ruled out at this time.